Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of aseptic peritonitis in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with reflin and fortum. The cause of the peritonitis was unknown. Causality statement was provided that the event was unrelated to therapy.

Manufacturer narrative:
(B)(4). The complaint for peritonitis: no malfunction or user error was identified. The problem cannot be confirmed due to no user error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.